Manufacturer narrative:
Based on the limited information provided, at this time no definitive conclusions can be made. This file represents the bard perfix plug and patch alleged to have been implanted in 2014. As reported it appears that the 2014 mesh implant was explanted during the 2015 procedure. Patient contact information was not included on the maude event report, therefore requests for additional information cannot be made at this time. Without a lot number a review of the manufacturing records cannot be conducted. If additional information is obtained, a supplemental MDR will be submitted. A separate MDR was submitted to document information associated to the bard perfix plug and patch alleged to have been implanted in 2012. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol via maude event report (mw5056932): "I had right inguinal hernia repair surgery using bard perfix plug and patch mesh for right inguinal hernia in 2012. Approx 6 months after repair developed pain which included burning, stabbing, shooting pain. In 2014 underwent a second surgery to explore the reason for pain and to replace the mesh device. Was told by the surgeon that the device had dislodged and migrated to base of scrotum. Approx. 6 months after surgery using the bard perfix plug and patch mesh system again in the repair I developed pain which included burning, stabbing, shooting pain, throbbing deep ache and testicular pain as well. On 2015 had surgery reexploration surgery again to remove the bard perfix plug and patch system and removal of nerves that were damaged due to the migration of the mesh device for the second time."